Event description:
Handpiece just stopped working during the case. Attached another handpiece worked fine.no response from the manufacturer as yet, as to why it malfunctioned. We tested the cables, the consoles, switched out the consoles and those did not resolve the issue.